Event description:
A malfunction alarm identified as "malf 16" was reported, and it was noted that this issue could not be reset. There was no reported adverse impact on the customer's blood glucose level. As a resolution, the customer service team decided to replace the pump, and the customer was instructed to use multiple daily injections as a backup therapy.